Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, displaying an error indicating it failed to close; however, it never opened. The pyxis had been reset multiple times, the back panel had been opened, and all sensors were lit, but the issue was not resolved. The field service engineer (fse) found that the main full-height drawer 3 was not able to open or be recovered. The back panel door was opened, and no light activity was observed, indicating the drawer was closed. The station was powered off, and the drawer was removed from the cabinet. The latch insert was replaced, as the original was missing its magnet. The drawer was reinstalled into the cabinet, the cable was reconnected, and the station was rebooted. A test application was run, and all tests were successful. The station was rebooted again, and the user was able to recover the failed storage space on the main full-height drawer 3. All tests passed successfully. Field service preventative maintenance was performed, and inspection/calibration passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer sensor was broken. The unit was reset multiple times, the back panel was opened, and all sensors were lit up but issue was not resolving. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.